Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the microscope did not show an orange line of connection. The microscope would not connect to any systems. The correct tool-card was added. A manufacturer representative was in contact with the microscope manufacturer to troubleshoot as it was suspected that the issue was due to the microscope. There was no patient present when this issue was identified. Medtronic received additional information that the microscope cable was the issue; the cable was bad.